Event description:
It was reported that an elevated threshold was observed with this right atrial (ra) lead. X-ray findings confirmed this ra lead was dislodged and suspected of not being screwed in properly due to patient condition. This lead was repositioned and remains implanted at this time. No additional adverse patient effects were reported.